Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient who was receiving hydromorphone [20mg/ml] at a rate of 4mg/day via intrathecal drug delivery pump. The indication for use of the pump was non-malignant pain. It was reported that an MRI was performed, and it was found that the patient was experiencing increased pain as a result of a granuloma. On (B)(6) 2016, the spinal portion of the catheter was explanted and the granuloma was revised. At the time of report [(B)(6) 2016], the issue had resolved, and there was no patient injury.

Manufacturer narrative:
Catheter analysis results revealed that there was dark residue occlusion in the dispensing holes in the catheter body and that this was related to the event. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.